Event description:
Customer reported system displays a generator error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the gib battery. System operates as intended. This MDR is related to ge healthcare.